Event description:
Reporter indicated that the programming system was unable to interrogate the "sterile device." A programming system was borrowed from another facility and it as concluded that the "wand was the problem." Site reported that the battery was "good in the wand."